Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had diaphragmatic stimulation from the left ventricular (lv) pacing. Additional information received indicating that the physician repositioned the lead to mitigate the stimulation but the lead did not dislodge. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient had diaphragmatic stimulation from the left ventricular (lv) pacing lead. Additional information received indicating that the physician repositioned the lead to mitigate the stimulation. This lv lead remains in service. No additional adverse patient effects were reported.